Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the r-wave had diminished since implant about two months earlier. Additionally possible far-field oversensing was noted on stored electrogram. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.